Event description:
The company was made aware that the pt's internal device in the right ear has been explanted about three years ago. Advanced bionics is in the process of gathering more info. Once more info is available, a supplemental report will be submitted.